Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. False positive result. No known impact or consequence to patient. An evaluation is in process.

Event description:
The customer observed a false positive troponin result on the architect i2000sr analyzer. The following data was provided: initial 0.046, repeats 0.625, 0, 0, 0, 0 ng/ml. The customer uses a cutoff of 0.0342 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified. On (B)(6) 2015 a second patient was reported.

Event description:
On (B)(6) 2015 a second patient was reported: first run: 3.642 ng/ml; second run: 1.192 ng/ml; third run: 0.030 ng/ml; fourth run: 0.088 ng/ml; fifth run: 0.770 ng/ml. There was no impact to patient management reported.